Event description:
It was reported that the pump was not delivering insulin as intended. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6), a pump evaluation was performed and pump functioned as intended. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.